Event description:
It was reported that the patient experienced multiple instances where luer connectors could not be attached or turned to lock into the pump chamber, with the patient observing that the malfunctioning connectors appeared longer than functioning ones from the same box. Investigation included collection of affected connectors for evaluation and coordination with post-market and quality teams. Investigation of this case revealed that product from individual blister packs bore lot numbers that did not match the outer box lot and that certain connectors exhibited fitment inconsistency. No clinical symptoms reported. Outcomes included no reported medical intervention. It was concluded that the event involved a device component issue related to connector fitment that impeded secure attachment, with no patient harm reported.